Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental will be submitted. Evaluation in process.

Event description:
It was reported that the device created a large hole while meshing. No harm or delay were reported as it relates to this event. No adverse events were reported as it relates to this event. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the cutters failed to produce a complete mesh during the test cut; however, the repair was not completed because the cutters were returned without repair and notification that the cutter does not meet the zimmer mesh test acceptance criteria. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.